Manufacturer narrative:
Upon completion of the investigation it was noted that the pump was not returned to codman (B)(4) for investigation. Pathologis analysis results were received in (B)(4) on april 20th, 2015. Based on the result of pathology analysis they concluded that the reaction observed was probably due to an incompatibility of the patient with the medstream pump, however this could not be determined. Four complaints from the same hospital and for the same issue were recorded in the last 12 months, no other concurrencies has been identified. A DHR review was performed for the product 91-4200 sn#(B)(4), and the lot met specifications when released. The sterilization data were verified, and the lot met specifications. The lot was released on 18th july 2011.no root cause could be determined as no product was returned for investigation. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Patient showed redness above the implanted pump. Medstream was explanted and replaced by a medtronic pump. Surgeon concluded that the redness has been caused by an incompatibility, most probable from the polysulfon ring. Surgeon¿s conclusion of poysulfon incompatibility however is not confirmed by the pathologist. (B)(6) 2015 please note that the pump has been discarded.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.